Event description:
It was initially reported that there was a loss of image on the monitor. During evaluation, the olympus technician found mechanical damage to the connector (a bent pin).

Manufacturer narrative:
This report is being supplemented to provide additional information provided and the device evaluation. The device was returned to olympus and the allegation was confirmed. In addition to the crack in the video connector socket and damaged pin, there was also a scratch on the display and an e226 scope communication error. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was found that the video socket had a bent pin resulting to e226 error/no image. It was recommended to replace the video socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The visera elite ii video system center was evaluated by olympus. During the device evaluation, the following reportable malfunction was identified: no image due to cracks in the video connector socket case. There were no reports of patient harm.